Event description:
The pump was returned for investigation. Investigation revealed contamination under buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the keypad was fully intact but the keypad was worn. The contrast and ok buttons were intermittently unresponsive and the up and down buttons responded appropriately. Evaluation revealed there was contamination under all button contacts. Unrelated to the case, the display lens was scratched. (B)(6).